Manufacturer narrative:
The tech installed a brake/steer upgrade kit to correct the problem.

Event description:
Info received indicates the foot end brake pedal linkage is broken. The brake can be set at the head end, but the foot end casters will still roll.